Event description:
"E" was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0039) on 20-aug-2015. The most recent information was received on 25-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic sharp pain/very painful cramps in my pelvic areas/severe and persistent pain in my pelvic areas/very painful to the point that some days I am unable to get out of bed)/pain/severe and persistent pain in pelvic area") and genital haemorrhage ("bleed and clot/clotting") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included eye operation in 2014, multigravida, parity 3, delivery in 1999, delivery in 2003, delivery on (B)(6) 2007, toothache on (B)(6) 2016, burning micturition on (B)(6)2017, unilateral leg pain on (B)(6) 2017, arthralgia on (B)(6) 2017 and dysuria on (B)(6) 2017. Previously administered products included for an unreported indication: acetaminophen-codeine on (B)(6)2016, amoxicillin on (B)(6) 2016, ibuprofen on (B)(6) 2016, depo-provera in 2007 and condom. Concurrent conditions included body mass index normal and allergy since (B)(6) 2016. Concomitant products included antipsychotics since 2017 and hexetidine (irin) since 2017. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back ache/very painful cramps in my back/y painful cramps in my back") and vulvovaginal pain ("severe and persistent pain in my vaginal/pain in vaginal area, severe persistent pain in my vaginal"). In 2013, the patient experienced rash pruritic ("had rashes that itched so bad/rashes/skin rashes on my chest/skin rashes on my back/itching"), abdominal pain ("cramp"), cystitis ("bladder infections/bladder infections"), muscle spasms ("muscle spasms/muscle spasm") and dental caries ("teeth are decaying(toothache)/teeth going bad/teeth decaying"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pain ("worst pain/pain"), alopecia ("hair keeps falling out"), fatigue ("tired all the time/tiredness/tiredness"), irritability ("cranky all the time/irritated easy/irritated easy"), pain in extremity ("leg and feet ache"), abdominal distension ("bloated all the time"), mood altered ("very mood"), polymenorrhoea ("bleed 2x a month"), genito-pelvic pain/penetration disorder ("very painful cramps in my vaginal"), vitamin d deficiency ("vitamin d deficiency/vitamin d deficiency"), bacterial infection ("bacteria infection/bacterial infection"), blood iron decreased ("low iron/low iron"), thinking abnormal ("loss of thought at times/loss of thought at times"), dyspareunia ("pain during intercourse/pain during intercourse"), depression ("depression/depression worse/depression"), the first episode of allergy to metals ("allergic to nickel"), the second episode of allergy to metals ("hypersensitivity reaction to nickel"), emotional distress ("emotional pain"), mental disorder ("mental pain/aggravated any psychiatric and/or psychological condition"), abnormal behaviour ("I was crazy"), ovarian cyst ("cyst on one of my ovaries"), abdominal pain lower ("painful cramping"), rash ("rashes/muscle spasm rashes/unexplained rash"), pruritus ("itching"), menorrhagia ("heavy periods/clotting"), dysmenorrhoea ("painful cramps") and toothache ("tooth ache"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, vulvovaginal pain, depression and dental caries had not resolved, the genital haemorrhage, pain, rash pruritic, alopecia, fatigue, irritability, pain in extremity, abdominal pain, abdominal distension, mood altered, polymenorrhoea, genito-pelvic pain/penetration disorder, cystitis, muscle spasms, vitamin d deficiency, bacterial infection, blood iron decreased, thinking abnormal, dyspareunia, the last episode of allergy to metals, emotional distress, mental disorder, abnormal behaviour, ovarian cyst, abdominal pain lower, dysmenorrhoea and toothache outcome was unknown and the rash, pruritus and menorrhagia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abnormal behaviour, alopecia, back pain, bacterial infection, blood iron decreased, cystitis, dental caries, depression, dysmenorrhoea, dyspareunia, emotional distress, fatigue, genital haemorrhage, genito-pelvic pain/penetration disorder, irritability, menorrhagia, mental disorder, mood altered, muscle spasms, ovarian cyst, pain, pain in extremity, pelvic pain, polymenorrhoea, pruritus, rash, rash pruritic, thinking abnormal, toothache, vitamin d deficiency, vulvovaginal pain, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Ultrasound scan - on an unknown date: cyst on one of ovaries (B)(6) 2017, office note: imaging results: your ultrasound confirms that your essure device is properly placed. However, there is evidence that you have a simple cyst on your ovary. Please call back to schedule a follow up appointment to discuss treatment options, *dye test: (B)(6) 2008, essure was in the right place and that my tubes were blocked summer 2008. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 25-jun-2018: pfs received. Painful cramping, rash, itching, menorrhagia, dysmenorrhagia, toothache were added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.